Manufacturer narrative:
Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 2.1 mmol/l and 20 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 0m0064ea12m has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 2.1 mmol/l and 20 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.